Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed the cannula early during the activation process. The patient also reported the system skipping a step during the activation process.

Manufacturer narrative:
The pod was received not deployed with the needle cap still attached. The needle mechanism fully deployed after removal of the needle cap, indicating that the needle mechanism fired during priming. The data showed that the pod completed both priming sequences with an expected number of pulses in each sequence before being deactivated at the end of second prime. Inspection found no damages or deficiencies that would result in the needle deploying early. Though no issues were observed, it could not be conclusively determined when the needle mechanism fired. The cause of the reported needle deploying early could not be determined.